Event description:
It was reported that the patient visited the hospital because the inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a replacement surgery was performed and during the procedure a crack was found in the pump connector. All components were removed and replaced. The hospital did not elaborate on the cause of the pump connector split. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders and reservoir were visually examined and microscopically tested. Both cylinders exhibited wear and buckling folds in the proximal end and one of the components had a leak in the distal end of the body. The reservoir had wear at a fold in the shell, but no other issue was found. The pump was visually examined and functionally tested. The tubing was not returned for evaluation and no anomalies were observed in the component, additionally it was determined that the pump did not pass the activation test. Based on the information available and analysis results, the activation issue identified in the pump and the leak identified in the cylinder could have caused or contributed to the reported clinical observation of mechanical issue.

Event description:
It was reported that the patient visited the hospital because the inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a replacement surgery was performed and during the procedure a crack was found in the pump connector. All components were removed and replaced. The hospital did not elaborate on the cause of the pump connector split. No patient complications were reported.